Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. The main control keypad assembly was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed assembly; however, they were not able to duplicate any power discrepancies while testing.

Event description:
It was reported by the customer that the device would power on and off by itself. There was no report of patient use associated with this event.